Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed that the suture ring on the opened device was loose. The suture ring was measured against the specifications for the component, and both the inner and outer diameter were found to be outside the tolerance range. Medtronic and the contract manufacturer for the cannula have intiated an investigation into the root cause of the issue. (B)(4).

Event description:
Medtronic received information that during preparation for use, the white suture collar on the cannula was not secure once it was put on. The cannula was replaced with another product. There was no patient involvement in the event.